Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Clarification was received. The date of the event was (B)(6) 2018. Section was corrected. The patient is currently doing well.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the malposition and resulting pvl could not be confirmed. However, the patient and procedural factors mentioned above may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve in the aortic position by transfemoral approach, the valve landed in a 50:50 aortic/ventricular position. Tee and angiography showed a moderate paravalvular leak (pvl). A second 26mm sapien 3 valve was implanted within the first valve and the pvl was reduced to trivial to mild. The patient was stable at the end of the procedure. The patient¿s native annulus measured 544mm2. The native annulus had no calcification, the native leaflets had moderate calcification, and the root had mild calcification. The sinotubular junction measured 31mm and was mildly calcified. The sinus of valsalva measured 34.6mm.